Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.

Event description:
It was reported that during implanting procedure, when physician implanted the left ventricular (lv) lead, the patient experienced a vein tear and vascular sandwich. The physician stopped the implantation and currently the patient is in intensive care unit (ICU) under monitoring. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.